Manufacturer narrative:
Correction to add DHR statement - a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported complaint of separation failure was not confirmed. Visual analysis was performed, and the outer and inner helix was within specification. Inner diameter of buttonhole was measured and found to be within specification. Electrical testing was performed, and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was unable to be released from the delivery catheter. The device was retrieved, and a new one was implanted. The patient condition was stable.